Event description:
The endoscopy support specialist reported to olympus that the cleaning brush that was used during cleaning of the linear eus scopes, was not recommended by olympus. The facility used a patient toothbrush for cleaning and stated that they made an infection prevention decision to move away from using the maj-1534 cleaning brush because they did not want to use any reusable brushes. The registered nurse was advised that the cleaning steps were outside of the instruction for use (IFU) from olympus. The issue was found during a demonstration at an in-service visit. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer did not have the brush. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.